Event description:
Inner cannula kinked. The clinician took the inner cannula out and tried to put the same inner cannula back in. Discussed that inner cannula is disposable, single use and should have been discared at that time. Customer states that the xtl tube was put in on the 6th. The inner cannula would have been in this patient for about 30 hours. He state that the clinician had tried locking the inner cannula into place and it was at that point that the inner cannula became dented and compressed. It was kind of bent from the torque of trying to lock the inner cannula. No reported patient harm or change in therapy.